Event description:
Consumer reported via e-mail that after wearing a tampon for a few hours, upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
During consumer follow-up she says she was able to remove all the pieces of the pledget with assistance from her husband. She did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. New information: a2: age b3: date of event b4: date of report b5: event description d4: model#, lot#, UDI# g3: date received by manufacturer g6: type of report h2: type of follow-up h4: device manufacturer date h6: impact code, clinical code, type of investigation, investigation findings h10: additional narratives/data